Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges that while using his chair, it allegedly "became possessed and sped up" allegedly resulting in him crashing into his cupboard.